Event description:
It was reported that the pump was dropped and the touch screen became shattered. Upon shattering, the bottom corner of the pump display went black. The display issue did not block any graphics or text. Customer¿s blood glucose was between 180 and 185 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.